Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur. Instructions were provided to call back if the malfunction reappeared, and the customer acknowledged these instructions.